Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
An unexpected high inratio result was reported by caller. He was unable to obtain a result upon retesting and reported that his results are usually within the therapeutic range. The results were as follows: (B)(6). Caller indicated he usually obtains results between 2.7 and 2.9. No hospitalizations reported and no recent changes in medications.